Manufacturer narrative:
Product analysis: it was determined that the programmer analyzer tested out of specification during incoming functional testing. The analyzer will be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned as an associated device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.